Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system became unresponsive after being closed around a patient during a case. The pendant buttons used to open the gantry did not work, and the mobile viewing station screen was frozen. Field service engineer assisted the staff in opening the gantry doors using the electronic door override button. Once opened, the system was removed, and the case proceeded using another imaging system. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went onsite to test the imaging system. The rotor was re-aligned, and the dinguses were put back in place. The unit was functioning normally. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.